Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had a pocket revision because the ins was too close to the skin. It was reported that the ins is now implanted in a difficult location and is not easy to charge because it is too far back and crooked. No further complications are anticipated.